Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that two years, two months, and twenty-six days post port placement via the left subclavian vein, the patient allegedly experienced infection. It was further reported that the catheter was removed and upon removal, the patient allegedly developed sepsis which required multiple hospitalizations. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that two years, two months, and twenty-six days post a port placement via the left subclavian vein, the patient was allegedly diagnosed with bacteremia and the blood culture test resulted positive for staphylococcus hominis bacterial infection as a result of the defective infected port. It was further reported that the defective infected port was removed. Reportedly, after the removal of the device, the patient allegedly developed with sepsis secondary to staphylococcus hominis bacteremia which required multiple hospitalizations and the patient was treated with intravenous zosyn and vancomycin antibiotics. The patient is reported to be stable now.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years, two months and twenty-six days post port placement, the blood culture test showed that the patient allegedly developed with bacteremia due to staphylococcus hominis bacterial infection. Patient was treated with intravenous zosyn and vancomycin antibiotics. Port-a-cath was suspected as site of infection. Reportedly, the device has been removed as a result of the defective infected catheter. The current status of the patient is reported to be stable. As per the submitted medical record review, it is confirmed that the patient had bacteremia and sepsis. However, the relationship between the port and the alleged adverse event is unknown, and there is no device malfunction reported. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.